Manufacturer narrative:
On 11-feb-2021, mentor received additional information regarding the patient's health condition and first breast surgery. The patient did not have any medical condition that necessitated a breast surgery with breast implant prostheses. The breast surgery in 2009 was done for cosmetic. On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor received additional information regarding the suspected medical device. Initially, the suspected medical device was reported as a gel device. However, additional information revealed that the suspected medical device is a 250cc mentor smooth round moderate profile prosthesis (catalog #: 3501635, lot #: 5989180). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The date of implantation was estimated as (B)(6) 2010 based on available information. Initially, this report was reported as left side. However, it is currently unknown which side this device was implanted in. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 15-mar-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with two unspecified mentor gel breast implants and experienced bilateral capsular contracture postoperatively (grade unknown). The diagnosis was confirmed via physical examination. As a result, the patient underwent explantation on (B)(6) 2021. The date of implantation was estimated as (B)(6) 2009. This report is for the left-sided prosthesis.